Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose on an unknown date was 33.3 mmol/l with no signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate settings were recently changed. During troubleshooting, it was reported that the pump's time and date reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attribute to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 04/19/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the pump¿s black box revealed multiple manual time and date corrections. The total daily dose history was appropriate for the programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.